Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 28 feb 2017, the case manager reported that the stoma site was healing and appeared normal, free from infection and had no discharge. On 05 mar 2017, the patient's wife reported that the stoma site appeared to be more red and had a yellowish discharge. The patient to the hospital and had lab work and cultures were taken of the stoma site discharge. It was reported that the patient was afebrile and did not have any significant discomfort other than slight pain around the incision site. The patient was treated with oral cephalexin liquid, 4 times per day for a duration of seven days.